Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was loose and falls out when charging the pump. The customer's blood glucose level was 250 mg/dl. Reportedly, the customer continued charging the pump with the usb cable.